Manufacturer narrative:
On 04-apr-2016, the fse replaced the upper pib board on z axis, ran several patients samples, and verifiied proper operation. The g8 was functioning properly and the error cleared. No further action required by fse. The most probable cause of the reported event was the pib board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer called to report that their g8 analyzer has ongoing z1 errors and would like to speak with a asking to speak with a field service engineer. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.